Event description:
It was noted that the patient presented in the operating room for a scheduled procedure. During the procedure it was noted that the lead was damaged. The lead was not used and replaced. The procedure was successful with no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.